Event description:
It was reported that the pump exhibited a failed occlusion test, the lever on plunger did not seem to grip and go back all the way. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed there was no external damage noted. A review of the event history log identified check clutch/ plunger lever error in the history. Functional testing was performed using the occlusion test and the reported issue was able to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right, also leadscrew and spring as a preventative measure.